Manufacturer narrative:
E1: patient city: (B)(6). Patient country: ireland.

Event description:
Reference number: (B)(4). Event occurred in ireland. It was reported that patient faced hyperglycemia event on (B)(6) 2026. The blood glucose level was high at the time of the event and got treated with insulin pump. The blood glucose was high for eight hours. No further information available.